Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned device was an angiojet pe thrombectomy device. 67cm of the catheter portion of the device was returned for evaluation. The rest of the catheter with manifold was cut off and not returned. A kink was observed 27cm from the tip of the catheter. The pump with supply line was removed and not returned with the rest of the device. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02feb2016. It was reported that a shaft kink occurred. An angiojet® ultra pe catheter was selected for use in a thrombectomy procedure located in a pulmonary lesion; however a catheter kink was noted. No patient complications were reported. However, device analysis revealed the proximal portion of the device was cut off.